Event description:
Same case as MDR ID#: 2134265-2013-02576. It was reported that during a percutaneous rotational atherectomy treatment procedure, a sheath tear and a wire fracture occurred. Vascular access was gained via the left femoral. The 85% stenosed, 3.0x25mm target lesion was located in the moderately calcified and moderately tortuous unspecified vessel. It was reported that the 1.25m rotablator rotalink plus 1.25mm burr system "did not operate correctly and broke the rota wire in the patient". Further information provided that the sheath of the burr catheter tore near the o-ring and the guide wire broke near this site. The devices were removed as a unit, and the remaining guide wire fragment was snared out. No patient complications were reported and patient status is stable

Event description:
Same case as MDR ID#: 2134265-2013-02576. It was reported that during a percutaneous rotational atherectomy treatment procedure, a sheath tear and a wire fracture occurred. Vascular access was gained via the left femoral. The 85% stenosed, 3.0x25mm target lesion was located in the moderately calcified and moderately tortuous unspecified vessel. It was reported that the 1.25m rotablator rotalink plus 1.25mm burr system "did not operate correctly and broke the rota wire in the patient." Further information provided that the sheath of the burr catheter tore near the o-ring and the guide wire broke near this site. The devices were removed as a unit, and the remaining guide wire fragment was snared out. No patient complications were reported and patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: the unit returned is fractured in two sections as part of overall visual revision. The visual and tactile inspection was performed and the device returned inside the catheter and fractured in two sections. The part#1 (proximal) presented the body kinked along the body, and is fractured at 212.6cm from the proximal end; and the part#2 (distal) returned stuck on burr. All the outer diameter measurements are within the specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the following results: both samples presented rotational wire wear adjacent to the failure area. Failure on both samples was caused by torsional overload. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).